Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that within 10 minutes, the customer obtained following blood glucose readings while using the contour meter: 305 mg/dl, 498 mg/dl, 238 mg/dl, 133 mg/dl and 12 mg/dl. There was no allegation of an adverse event. The advocate was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour meter and contour test strips from lot # 9dj3b04a for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.